Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor also, moisture damage noted on the all electronic assemblies and corrosion was found on the motor assembly noted. However, the insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The operating currents are within specifications. The insulin pump was received with minor scratches on lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the device during manual prime. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The device was stuck in the rewind complete/bolus delivery loop. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.